Manufacturer narrative:
H10: service technician was unable to verify customer reported complaint that states "(r1) the unit failed in the bipap mode. When they put the mask on it showed errors". Visual inspection reveals vent was intact and has no signs of damaged. Vent passed 260 hrs. Of extended test at customer's settings without any unusual alarm or error condition. No wheezing or hooting sound was heard during the duration of the test. Vent passed initial final test using the automated testing station with no abnormalities or error. Vent passed initial alarm volume test with no restriction. Unit was opened up and inspected, no anomalies were found. Service will process ventilator through service to meet all factory specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that their revel ventilator failed in bipap mode, when they put the mask on the patient it showed errors. The problem happened while connected on a patient, however, the customer also confirmed that there was no harm or injury that was associated with the event.